Event description:
ICD generator replacement performed on pt due to prolonged charge time possible indicative of premature battery depletion. Two days post-op pt presented to the ER with right chest wall stimulation, was evaluated and admitted to undergo repositioning/replacement of the lead. Upon completion of reattaching the lead, the physician noted under fluoroscopy, the lead was dislodged again. It was felt the retractible/extensible screw may be defective and was not adhering to the tissue. The atrial lead was removed and a new screw and lead were implanted.